Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and restenosis. The lesion being treated was a 70% - 80% stenosed portion of the mid left anterior descending artery. The physician treated the lesion with direct placement of a 2.25x16mm promus element stent. The lesion was post dilated using a maverick 2.0x20mm balloon catheter dilated to 6 atms for 25 seconds and 6 atms for 2 minutes. Residual stenosis 0%. The patient was discharged on plavix. In (B)(6) 2012, the patient presented with a negative stress test with increasing angina. Restenosis of the lad was discovered and revascularization of the lad was performed. The patient's episodes can be triggered by exertion but also occur at rest. The patient was reported to have had accelerating angina class 4. In (B)(6) 2012, the patient underwent the deployment of stents one each to circumflex artery and left anterior descending artery. The patient's electrocardiogram was reported to reveal sinus bradycardia with premature atrial complexes. The patient's complete blood count was reported to reveal that white blood count was 8.2 x 10^3/ul (reference range 4.8 - 11.8 x 10^3/ul), red blood cell count was 4.69 x 10^6/ul (reference range 4.70 - 6.10 x 10^6/ul), hemoglobin was 15.3 g/dl (reference range 14.0 - 18.0 g/dl) and hematocrit was 43.2 % (reference range 42.0 - 52.0 %) the patient's glucose level was 118 mg/dl (reference range 70 - 110 mg/dl). The patient's study drug was stopped. The outcome of the event is recovered/resolved.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).